Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, device could not be opened, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.